Event description:
The reporter contacted animas on (B)(6) 2013, stating that she had a severe low blood glucose (bg) on (B)(6) 2013, which required glucagon and a call to 911. The patient stated that she disconnected the pump at that time. The patient's bg at 7:27 am was 323mg/dl and bolused 1.95 units via the pump and at 8:52 am the bg was 277mg/dl. She then called her healthcare professional who advised bolus by pump of 10 units. The patient gave an additional 3.5 units by pump and it was verified by history. The patient felt bad and gave an additional 3 units by pen injection. The patient stated that they began feeling low and her bg was 63mg/dl, she treated with glucose gel and removed pump and site. By 1030am that morning she had passed out and her co-worker administered glucagon and called 911. The patient stated that the paramedics recorded her bg at 39mg/dl. By noon time the patient bg stabilized between 77-104mg/dl and steadily rose. This report is being made due to the patient's alleged hypoglycemic event due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available pump history shows no eaw's associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.